Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had chest pain and felt lightheaded. The patient's right ventricular lead was noted to have high rv defibrillation impedance and the svc defibrillation impedance was not taken which triggered an alert. The patient's chest pain was determined to non-cardiac. The lead remains in use. No further patient complications have been reported as a result of this event.